Manufacturer narrative:
It was reported that a 49-year-old female patient (234 lb) underwent a right sided idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, the patent developed pericardial effusion. The patient had been complaining of pain from laying on the table about 10 minutes prior to the event. The caller stated that the patient started to complain about chest pain, and when the physician looked via intracardiac echography (ice) it was noted that there was a pericardial effusion around the left ventricle (lv). Reminder of the procedure was aborted. An interventional cardiologist was paged to perform a pericardiocentesis. Pericardiocentesis was unsuccessful because the blood in the lv began clotting immediately. A total of 5ml was drain. Pericardial tube was not left in place. The patient was then transported to cardiothoracic surgery where they're planning on a cardiac window. Prolonged hospitalization was required. Patient had fully recovered from the event. On 12/8/2020, biosense webster inc. Received additional information confirming the physician asked for the settings to be changed. Right before the last ablation, the settings were changed intentionally to a 4mm per physician¿s request and the wattage was changed to 50 watts. Device evaluation detials: on 12/9/2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected and it was found in good normal conditions. Per the complaint, several test were performed. A deflection test was performed and the catheter was found within specifications. Also, sensor functionality was tested on carto 3 system and no anomalies were observed. Stockert generator compatibility was tested and no temperature nor impedance issues were detected. Next to it, an electrical test was performed and no electrical malfunction was observed. Finally, catheter irrigation was tested and no irrigation issues were detected. A manufacturing record evaluation was performed and no internal action related to the complaint was found during the review. The customer complaint regarding the adverse event cannot be duplicated as intended. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The device is working in specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient ((B)(6)) underwent a right sided idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During the ablation phase, the patent developed pericardial effusion. The patient had been complaining of pain from laying on the table about 10 minutes prior to the event. The caller stated that the patient started to complain about chest pain, and when the physician looked via intracardiac echography (ice) it was noted that there was a pericardial effusion around the left ventricle (lv). Reminder of the procedure was aborted. An interventional cardiologist was paged to perform a pericardiocentesis. Pericardiocentesis was unsuccessful because the blood in the lv began clotting immediately. A total of 5ml was drain. Pericardial tube was not left in place. The patient was then transported to cardiothoracic surgery where they're planning on a cardiac window. Prolonged hospitalization was required. Patient had fully recovered from the event. Physician causality option is unknown. Transseptal puncture was not done. There was no evidence of steam pop during the ablation. Catheter settings were against product instructions for use (IFU). Right before the last ablation, the settings were changed to a 4mm and the wattage was changed to 50 watts. The force visualization features used included vector, graph and visitag. Standard stability settings were used: time 3 seconds, range 3 mm and force over time (fot) of 25% at 3 grams. Time was used as coloring option. The ablation was done at 50 watts. A total of 4 ablations lesions were done. The total ablation time was less than 3 minutes. Total fluid was 300ml. No bwi product malfunctions nor error messages were reported. Force settings were 5-40 with red screen at 50 grams.